Manufacturer narrative:
(B)(4) - above rated burst pressure. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the target lesion was a restenosis located in the right coronary artery (rca) with heavy calcification. Multiple inflations were performed at high pressure with the 3.5 x 12 mm nc trek balloon. The balloon ruptured at 28 atmospheres (atm) and was unable to be retracted through the guiding catheter. The balloon subsequently separated. The separated part of the balloon was attempted to be retrieved, but was unsuccessful, despite multiple attempts. The patient was sent to surgery for bypass and for removal of the separated balloon. The patient is reported to be doing fine. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned for analysis. The reported balloon rupture and separation were confirmed. The reported difficulty removing the device from the guiding catheter could not be replicated in a testing environment as the returned device was not returned in a condition in which the test could be performed. Based on the visual analysis of the device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the nc trek rx instructions for use (IFU) warns: balloon pressure should not exceed the rated burst pressure (rbp). In this case, over pressurization may have contributed to the reported balloon rupture.